Event description:
The technician reported the right side rail will not stay in the latched position. The bed is located on the 4th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and found the side rail screw is missing that holds the latch plate. The technician replaced the side rail latch screw to resolve the issue. Based on this info, no further action is required.